Event description:
Customer reported to homecare services that she had two minicaps from the same box split while on her catheter. The patient stated she still has the damaged caps and the caps from the rest of the box. Baxter contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp stated she had two mini caps that were affected. The hp stated that after therapy when she was trying to cap off her transfer set the mini caps cracked and broke. The hp stated it's because the mini cap plastic is too soft, so she cannot tighten them well. The hp stated after the second cap cracked she decided to start a new box as a precaution. The hp stated she became worried about the mini cap cracking randomly throughout the day. The hp stated this did not affect her negatively because she used a different mini cap to cap off the line. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint has been confirmed for cracked minicap. The two used samples were confirmed. Based on the position of the crack, it appears the cap was over tightened by the customer. Batch review results were acceptable for the lot number gd876490.

Manufacturer narrative:
(B)(4). They hp stated they have the two actual affected mini caps they will provide for evaluation along with 4 unused companion samples. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).